Manufacturer narrative:
The delivery catheter was returned to gore for evaluation. The visual inspection of the delivery catheter revealed that the leading end of the delivery catheter broken at the trailing olive. The polyimide guidewire lumen had fractured. The deployment knob was still screwed into the catheter hub. The device deployment line was extending outside of the catheter at the trailing olive. The gore® excluder® aaa endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Additionally, the IFU states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair. Additionally, as stated in the IFU, the device has not been evaluated for use in the revision of previously placed stent grafts. Based on the currently available information and evaluations performed, the root cause for the broken leading end of the catheter could not be determined. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically advancing outside the sheath. The root cause for the unintentional deployment could not be determined with the currently available information.

Manufacturer narrative:
(B)(6). (B)(4). The device is going to be sent for analysis. Further information will be provided.

Event description:
On an unknown date, several years ago, the patient was implanted with an anaconda aaa stent graft system - vascutek (terumo company). The right ipsilateral limb had dislodged completely from the right common iliac artery (rci), causing a distal type1 endoleak, contributing to the abdominal aortic aneurysm enlargement. On (B)(6) 2017, the patient underwent the additional procedure and the right limb was re-lined with gore excluder aaa endoprostheses from the flow divide to the right external iliac artery (rei). The device (pxl161207/12993259) prematurely deployed due to not being able to advance the gore dryseal sheath far enough into the existing anaconda graft. The access was from the right superficial femoral artery (sfa) which was lower down than normal and contributed to the sheath not reaching the ipsilateral limb far enough. The graft deployed as tracked outside the sheath inside the anaconda limb and into the rci. Reportedly, the physician felt a lot of resistance while advancing the device through the tortuosity of the existing anaconda graft. The olive tip was dislodged from the catheter, but was retrieved from the patient. The gore dryseal sheath was not damaged. It was reported that a longer sheath (cook 12f x 45 cm) was used to reach the desired location and then another limb was successfully deployed. The case was successfully completed with an embolization of rii and sealing to rei.